Manufacturer narrative:
Examination of the reported devices by the manufacturing supplier finds in the case of a symmetrical taper fit situation between the ceramic ball head and the metal stem, thin concentric lines in the region c over the whole circumference are expected. These primary metal transfer patterns can not be found equally distributed. This indicates a disturbance at the interface between stem and ball head. On the provided metal stem intensive damages can be found in the taper region. This damage on the metal stem indicates an intensive contact with fragments of the broken ball head over a longer time prior to the revision surgery. Due to the fact that the taper surface of the metal stem is severely damaged, no further information regarding potential fracture reasons can be acquired from the metal stem. The density of the ball head was analysed and found to be according to the specification valid at time of production. The microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Product code 136532220, work order (B)(4) was manufactured on 11th oct 2010 . Twenty (20) parts were manufactured per specification and all raw materials met specification. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Fracture of ceramic head in vivo.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.